Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780,serial# (B)(4), implanted: (B)(6) 2016, product type catheter.

Event description:
Information was received from a health care provider (hcp) via manufacturer's representative regarding a patient who was receiving u unknown drug (at unknown dose and concentration) via an implantable pump for intractable spasticity. It was reported on (B)(6) 2017, prior to refill, the collet was on top of the pump over the port. The catheter had moved from the back of the pump to the front. As troubleshooting, an x-ray confirmed the collet location as well. The patient did not experience any symptoms. No actions/interventions were taken to resolve the issue at the time. The hcp indicated the patient would not go to surgery and the patient wanted to "keep it the way it is" since they were able to fill the pump. The patient was instructed to look for signs/symptoms of withdrawal or if they notice fluid collection. When the hcp performed the refill, they did not feel like they 'hit' anything and the pump was directly underneath the spot. The event was indicated as unresolved. No further complications were reported/anticipated.